Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, after the device was placed onto the scope and inserted into the patient, an attempt to deploy the band was made; however, the bands did deploy, and it was noticed that proximal bands were moved first and entangled to each other instead of the distal band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.